Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the lubrication on the seal that the needle passes through, was insufficient. This resulted in damaging the soft cannula and resulting in it not penetrating the skin. The product user guide instructs the user to check their insertion site to assure proper insertion of the cannula. It also instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release, and no product that failed to properly deploy.

Event description:
Customer had a pod which did not insert the cannula. She did not notice, and the screen said "delivering basall", so she continued to wear the pod. She said that after 3 hours, her bg had risen to 400mg/dl and she had moderate ketones. She activated a new pod and was able to get her bg back down.